Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after radial keratotomy it was difficult to obtain good results following an intraocular lens (iol) implant procedure. Prior to surgery and the day of surgery, the surgeon explained to the patient the following: ¿you will not be able to see well. The vision will differ from day to day. Power of the iol will be unstable and incompatible to begin with.¿ even though the patient was warned many times, the family was very upset about the result. The iol was replaced with another one at a different facility but the visual acuity did not improve. Additional information has been requested.